Event description:
The patient was reportedly implanted with an unspecified biodesign or surgisis 4-layer tissue graft and an ethicon gynecare gynemesh ps on (B)(6) 2005 and (B)(6) 2006. Both surgeries took place at (B)(6), and were performed by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/ to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Product expire date unk; lot number not provided. Product manufacturer date unk; lot number unk. Conclusions: root cause inconclusive due to lack of details provided by the complainant. This MDR is related to MDR 1835959-2014-00218. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/clam is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified biodesign or surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.